Manufacturer narrative:
The 41-3010 mariner polyaxial head was returned and evaluated. Visual inspection revealed that multiple threads on the 41-3010 polyaxial head were deformed and collapsed into each other. In this condition,a set screw would not be able to thread onto the polyaxial head, confirming the reported failure. Root cause: review of the DHR confirmed that proximal thread specifications were in tolerance and that the functional check with the driver passed at inspection. The deformation observed on the leading threads of the polyaxial head is likely the result of the set screw being inserted off axis, resulting in cross-threading. Applied torque under these conditions would likely cause the identified thread deformation. However, the root cause of the deformation seen further down in the polyaxial head (below the thread profile) was unable to be determined based on the information provided. Intraoperative warnings breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
On 10 apr 2026 seaspine/orthofix was made aware of a 30-minute surgical delay involving the mariner spinal system. Per the reporter, after the surgeon implanted a screw during an l3 pelvis case on (B)(6) 2026, he experienced issues threading the set screw onto the tulip. The surgeon attempted to resolve the issue using two different set screws, however, neither set screw would thread onto the tulip. The surgeon proceeded to remove the screw and tulip and replaced it with a new one. The case was able to be completed successfully and no patient injuries were reported. The issue resulted in a delay of approximately 30 minutes.